Manufacturer narrative:
The device was returned to a third party service center. Evaluation reproduced a total power failure, battery error message and safety reset. The astral device was returned to resmed. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device audibly alarmed, the display went blank while using its internal battery, and a safety reset occurred when plugged into ac power. The patient was placed on a different device. There was no harm reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed battery communications lost alarms, battery charging fault alarms and total power failure alarms. Performance testing could not reproduce the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the identified issues are due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).